Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to an extrusion of the receiver/stimulator. The patient has not been reimplanted with a new device as of this report on may 05, 2020.